Manufacturer narrative:
Not returned.

Event description:
It was reported that when the asymptomatic patient presented in-clinic during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. The patient had no issues related to the oversensing.